Event description:
It was reported that the patient visited the emergency room (ER) due to hypoglycemia. The pod was worn for between 4 and 24 hours. A substitute teacher administered a lunch bolus for the patient while at school. The patient went into hypoglycemia and the parent took the patient to the ER for treatment. The patient is continuing treatment with manual insulin injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.